Manufacturer narrative:
Initial and final MDR 1912608 - MDR 3003442380-2024-14461- device 1 of 3

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6)2024, it was reported that the patient faced infusion set cannula was stuck between his skin and the adhesive, which caused the patient blood glucose elevated to more than 486 mg/dl,thefore patient had received mdi injections. The patient went to emergency room with subsequent hospitalization and received IV and fluids of saline and insulin. The infusion set was in use for less than a day. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-14461. Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6003304 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6003304 was manufactured according to the work instruction (wi) version 106 packaging in the line 1 on 20/sep/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on (B)(6) 2025 against malfunction code no malfunction based on complaint information, harm code untreated diabetic ketoacidosis which the patient is unable to self-manage requiring intervention by an hcp or requires emergency advanced life support to prevent permanent organ damage and lot 6003304 and no other complaints have been registered in tw for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to malfunction reported, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.